Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was surgically abandoned due to noise on the ventricular channel. It is reported that the lead is presumed to be fractured.